Event description:
It was reported that the intraocular lens was explanted because the patient was not satisfied with the outcome and requested to have a monofocal lens implanted instead of a multifocal lens.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned for evaluation and revealed that the lens was received cut in two pieces which is consistent with a lens that has been explanted from the patient's eye. Visual inspection of the optic parts took place and no optical deviations could be found. The batch record was reviewed and showed no deviations. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Manufacturer narrative:
Patient's data of birth (B)(6). All pertinent information available to the manufacturer has been submitted.